Manufacturer narrative:
Unable to confirm the device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not charge. There was no patient involvement.

Manufacturer narrative:
The customer was quoted to replace the capacitor. The device remains with the customer.